Event description:
The end user alleges that she was sitting on the scooter and the back gave away causing her to fall. The end user sustained a concussion.

Manufacturer narrative:
The device is not being made available to pride for evaluation. If the device becomes available, a follow up report will be submitted upon completion of investigation.